Event description:
Customer reported that the sensor readings have been inaccurate. The blood glucose reading was 122 mg/dl while the sensor reading was 60 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.